Event description:
A malfunction code was reported by the customer, identified as malfunction 16, which continued to appear even after resetting the pump. There was no adverse impact on the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.